Event description:
It was reported that during an unknown procedure the device would not close after having severe problems opening the jaws. The surgeon was able to open the device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab. The analysis showed that one 6sb45 device was returned. The device was received in good visual condition and with a tr45w reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occurs the components in the firing mechanism can be damaged. The device opened and closed as intended. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.